Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including an internal inspection, bench handling, power cycling and full functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log showed no signs of a device shut down or reset. A dual sequential defibrillation (two devices used to provide defib/discharge simultaneously) was being performed. The device delivered 6 discharges on the 7 charge attempts. The first charge attempt was internally discharged as the multi-function cable was disconnected from the device. No critical fault messages were identified or evidence of a shutdown.. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.